Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed incoming functional testing. Upon investigation, there was a shorted pulse wire in the distribution node (dn) to front therapy electrode (te) cable. The cause of the test failure was the shorted pulse wire. The root cause for the shorted pulse wire could not be positively identified. No adverse event resulted from the damaged pulse wire. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed incoming functional testing. The last patient to use this belt did not report any deficiencies.